Event description:
Factory analysis and review of a reported problem during power on self test (post) revealed a failure that may result in the unit going vent inop if in use while in normal ventilation mode operation. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The failure as noted may result in an autozeroing failure during post. If autozeroing cannot be performed during normal ventilator mode it may affect the accuracy of the system pressure measurement. The reported problem was not duplicated during analysis.